Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not functioning. The lead was surgically abandoned and a new lv lead was implanted. No additional adverse patient effects were reported.